Manufacturer narrative:
Analysis was completed on 2 opened/used reservoirs and the reservoirs passed per inspection. No air bubbles were observed during analysis. The o-rings were checked for defects and none was found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had high blood glucose of 584 mg/dl. Caller stated that the cause of the high blood glucose was because customer had air bubble in the reservoir and the issue has been going on for a few weeks. Advised to change and return his reservoir. Nothing further was reported.